Event description:
Review of the manufacturer's programming history database revealed that a faulted system diagnostic test occurred on (B)(6) 2008. A final interrogation was not performed to confirm the patient¿s settings prior to the patient leaving the clinic. Upon initial interrogation on (B)(6) 2008, the settings were at unintended parameters. The settings were re-programmed, but the output currents were not programmed up to their previous parameters. Prior to the anomaly, the output currents were set to 2.0ma and 3.0ma, respectively, but after the anomaly, they were only programmed to 0.25ma. Later, the output current was increased back up to 2.0ma. No patient adverse events were reported. Manufacturer labeling indicates to perform a final interrogation prior to patients leaving the clinic to verify the devices are at intended parameters.

Manufacturer narrative:
Analysis of programming history.